Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: fb-201-01 lot#: 19336185 description: fixate double pack the explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having warmth or tenderness at the ipg site. It was also confirmed that the patient had infection at the incision site. Symptom of fever was noted. The physician did not suspect the infection was related to the device. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.